Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) novopen echo did not deliver (an air shoot was made by the patient, no insulin came out from the pen) [device failure] case description: this serious spontaneous case from sweden was initally reported by a pharmacist and later by diabetes nurse specialist as "novopen echo did not deliver (an air shoot was made by the patient, no insulin came out from the pen)" beginning on (B)(6) 2017, and concerned a (B)(6) male patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus". Patient's height: (B)(6) patient's weight: (B)(6) patient's bmi: (B)(6). Medical history included type 1 diabetes mellitus (since (B)(6) 2017). Concomitant products included - novorapid penfill(insulin aspart) solution for injection 100 u/ml, ((B)(6) 2017 to unk) it was reported that on (B)(6) 2017, before the patient was to take the injection, an air shoot was made by the patient and no insulin came out from the pen. The novopen echo did not deliver. They changed needle several times, but it did not work. When they opened the pen, they could see that the piston rod did not move. Both insulin and needle was changed, but no insulin was delivered from the pen. Nurse was supervising all the time. The nurse describes that the patient did not experience any adverse reaction, since the error was detected prior to injection. However, it has been stated by the reporter that the suspected product defect could have caused death or serious deterioration of health. Action taken to novopen echo was not applicable. The outcome for the event "novopen echo did not deliver (an air shoot was made by the patient, no insulin came out from the pen)" was not reported. Investigation result: name: novopen echo - batch fvg0718-2. The complaint has been registered in the novo nordisk complaint handling system. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. The case was upgraded from non-valid to valid on (B)(6) 2017 upon receipt of follow up. Reporter comment: the nurse describes that the patient did not receive any adverse reaction, since the error was detected prior to injection. The event could have caused death or seriously deterioration of health. Evaluation summary: name: novopen echo® , batch number: fvg0718-2. Inv-0309748: the product was not returned for examination. If possible, please forward the reported product(s) for further investigations. The complaint has been registered in the novo nordisk complaint handling system.

Event description:
Case description: investigation result: name: novopen echo - batch fvg0718-2. The electronic register was checked. No remarks. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Due to the design of the pen the piston rod will only move correctly when a cartridge penfill® is mounted in the pen. When the cartridge holder is dismounted the locking function of the piston is not activated and the movement of the dosage button is not transferred to the piston rod. It was not possible to observe the alleged fault. The product was found to be normal. The dose accuracy was measured by weighing using a random penfill cartridge the product was found to be normal. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Since last submission, case has been updated with the following: -investigation results updated. -reporter's comment updated. -final manufacturer comment added. Reporter's comment: the nurse describes that the patient did not receive any adverse reaction, since the error was detected prior to injection. The event could have caused death or seriously deterioration of health. The medical products agency has analysed the information given to us and has decided to close the file on this case. The medical products agency assumes that the manufacturer has informed the reporting user (the healthcare facility) of the conclusions and outcome of the investigation. In the future the medical products agency expects the manufacturer to report similar incidents with this type of medical device. Case is now finalized. Final manufacturer comment: on 25-apr-2017: since no faults were found on novopen echo and only limited information regarding the patient's handling of suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced incident and thus not possible to find similar incidents to the one reported in argus case (B)(4). Evaluation summary: the product was found to be normal. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal.